Manufacturer narrative:
UDI #: (B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. Implant date: if implanted, give date: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zlb00, was performed because the patient could not tolerate night glare. No additional information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection performed and it can be seen the lens is cut in half, most probably to make explant possible. Considering the condition of the returned lens, additional analysis is not possible. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens was within power specification and the lens met the specified cosmetic requirements. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Some visual effects associated with multifocal iols may be expected and may include a perception of halos or glare around lights under nighttime conditions. It is expected that, in a small percentage of patients, the observation of such phenomena will be annoying and may be perceived as a hindrance, particularly in low illumination conditions. On rare occasions these visual effects may be significant enough that the patient will request removal of the multifocal iol. Based on the investigation, a product deficiency was not identified and the reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.